Event description:
Replacement of tmj disc with implant caused giant cell foreign body reaction, resulting in total degeneration of joint and condyles. Required 5 add'l surgeries with most recent being total joint and condyle replacement.